Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a left superficial femoral artery procedure, when the fox plus balloon was inflated for the first time, the balloon ruptured at 9 atmospheres, below rated burst pressure. Lesion dilatation was completed using a non-abbott dilatation catheter. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete.